Event description:
It was reported that the user experienced hyperglycemia while using the ilet following intake of cake and ice cream at a social event, with a cgm reading of 333 mg/dl and a confirmatory fingerstick of 311 mg/dl; the user noted only 9 units of insulin remaining prior to performing a full supply change, and visual inspection found no leaks, kinks, or tubing bends. Symptoms included elevated blood glucose without reported acute complications. Outcomes included ongoing monitoring with expectation of glucose regulation as the device¿s correction algorithm progressed. Investigation included customer interview and troubleshooting education. Investigation of this case revealed no device malfunction identified and probable contributory factors of recent high-carbohydrate intake and low remaining insulin prior to set change. It was concluded that the event was consistent with hyperglycemia of unclear cause relative to device performance, with appropriate device-directed corrections in progress. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.